Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01815, -01817.

Event description:
Allegedly the patient was revised due to surgeon suspected metallosis.